Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient was given a non-stimulator therapy injection. No further information could be obtained despite good faith efforts.